Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated that there was moisture damaged. The customer stated that they calling back with blank display after receiving new battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, off no power and self tests and all operating currents tested within the specification range. No unexpected low battery alarm or blank display was noted. The pump was inspected and no moisture was found.